Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, and verified the customer reported malfunction. The se opened the unit, and reconnected the graphic user interface (gui) cable to resolve the issue. No parts were replaced. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during transit for demonstration, the ventilator display became blank. There was no patient involvement.